Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
An irrigation problem was reported. It was reported that during preparation for a procedure to treat atrial fibrillation (af) a farawave catheter was selected for use. Prior to insertion of the guidewire, flushing from the guidewire lumen and the flush port was done normally, but after insertion into the body and several initial right superior pulmonary vein (rspv) applications, a pump blockage was detected, and the device was taken out of the body. The physician then tried to flush from the flush port outside the body, but the flush did not work at all. No error messages nor alarm were reported on console. Therefore, it was decided to replace the catheter, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen.

Event description:
An irrigation problem was reported. It was reported that during preparation for a procedure to treat atrial fibrillation (af) a farawave catheter was selected for use. Prior to insertion of the guidewire, flushing from the guidewire lumen and the flush port was done normally, but after insertion into the body and several initial right superior pulmonary vein (rspv) applications, a pump blockage was detected, and the device was taken out of the body. The physician then tried to flush from the flush port outside the body, but the flush did not work at all. No error messages nor alarm were reported on console. Therefore, it was decided to replace the catheter, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.